Event description:
During the index procedure an in.pact av access was used to treat the left arm cephalic vein. Approximately 24 months post procedure patient suffered balloon rupture during angioplasty. During angiogram for assessment of left forearm radio-cephalic fistula, the balloon ruptured while crossing an area of greater than 70% stenosis. The stenotic area was located in the region of overlapping stents at the level of the elbow. Due to deformation, fragments of the balloon could not be retrieved. Surgical removal was required to remove a small fragment. The device used during the balloon rupture procedure was the cook advance® 18lp low-profile pta balloon dilatation catheter and not a medtronic balloon. Patient recovered

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.